Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that while shaping the destination device, the sheath and braid broke. The patient's condition was fine, and the procedure was completed successfully. Additional information was received on 22 nov 2019. The procedure was a peripheral case. No device malfunction happened prior to being used. They opened another and completed the case.

Event description:
Additional information was received on (B)(6)2020 . Heat was not used to shape the sheath. Gauze was used, and they think inadvertently a dry gauze might have been used instead of wet

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, provide additional information in section b5, and to provide the completed investigation results. One 45 cm 6fr destination sheath and dilator were received for product evaluation. The sheath was broken mid-shaft and the two separated sheath shafts were connected by the uncoiled wire. The sheath fragment connected to the hub was mated to the dilator and the sheath surface appeared to be in a stretched condition when analyzed visually. The other fragment was also stretched, and a portion of the sheath was uncoiling inside the sheath shaft. The dilator was bent in a u-shape. IFU states: "do not heat or bend the sheath tip. Damage to the sheath may result." Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the manipulation described in the event description could be why the dilator is shaped in a u-shape and could be the cause of the sheath breakage. However, the exact cause of the reported event cannot be definitively determined based on the available information.